Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance measuring greater than 125 ohms. In addition, the competitor right atrial (ra) lead was exhibiting high pacing impedance measurement, measuring greater than 2000 ohms. Additionally, the patient was seen in-clinic and the plan is to continue monitoring this patient. No adverse patient effects were reported. This rv lead and competitor ra lead remains in service.